Event description:
A replogle suction catheter was placed in the patient. User was unable to hear anything when checking for placement. The catheter was removed and a replacement was inserted. Upon inspection of the original catheter, it was noted that the tip of the catheter did not have holes.